Manufacturer narrative:
Additional information provided in d.9, h3, h.6, and h.10. Corrected information provided in d.10. The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured. The iol met specifications when dimensionally measured for edge thickness and plan view. Additional information: the complainant indicates the use a viscoelastic, which is not qualified for use with associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instructions. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, the intraocular lens (iol) was not fully injected into the left eye during iol implantation. The iol was stuck in the injector and partly stuck in the wound. The injector and iol were then pulled out. The iol unfolded and the optic was noted to be cracked and could not be reinjected. The eye was filled with viscoelastics and another lens was injected. No patient harm.